Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing resulting in pacing inhibition in a pacemaker dependent patient. The physician reprogrammed the sensitivity to least but the problem persisted.